Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris smartsite needle-free valve was occluded. The following information was received by the initial reporter with the following verbatim \when using, the smysal does not flow, it is blocked, and a claim is required. A complaint reply letter and a complaint receipt letter are required. One defective product can be returned, and photos are provided.

Event description:
No additional information.

Manufacturer narrative:
No 2000e china sample was received for investigation. The customer reported that the affected sample was from lot 24036124 and that the smartsite "does not flow, it is blocked". Furthermore, the connecting product was a bd 5ml pre-filled catheter flush filled with sodium chloride solution during the reported incident. As part of the investigation, the customer provided a photograph of the smartsite being connected to a syringe filled with fluid. Analysis of the photograph is unable to identify a root cause attributed to the customer's experience. The details of this feedback were forwarded to the manufacturing site for investigation. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the production records for lot 24036124 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definite root cause for this issue, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that reports of this nature against products in the smartsite product family are rare and have been occurring at a low frequency within the last 12 months.